Event description:
It was reported that the customer had high blood glucose levels of 238 mg/dl. The customer would like to have the insulin pump replaced because he no longer trusts that the insulin pump was providing the correct estimates for the bolus wizard. The customer also reported having over bolused in the past based on information from the bolus wizard. The customer declined to troubleshoot. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The bolus wizard functioned properly during testing. The insulin pump had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.